Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained low blood glucose for two weeks and being admitted for medical treatment. The blood glucose reading at time of call was 100mg/dl. The customer stated that the paramedics were called to his home due to low blood glucose. Troubleshooting could not be performed as customer was driving at the time. No further information was provided.